Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Moisture damage was noted on electronic assembly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that the device was near some wet pants and the screen had condensation. Blood glucose value was 150 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.